Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 68 mg/dl. Customer stated that she was taken off the insulin pump to lower her blood glucose. Customer was, then, placed back on the pump once her blood glucose levels were stable. Customer stated significant events leading to the hospitalization included low blood glucose, heart problems, and shortness of breath. Customer stated that the perceived cause of her low blood glucose was a viral infection. Customer declined to troubleshoot at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.